Manufacturer narrative:
Stratus medical reached out to the facility for additional information, but was unable to perform a product investigation as the subject device was not returned. Further, as device-specific information was not provided, the device history record could not be reviewed, and a conclusive root cause could not be determined.

Event description:
On november 20th, 2025, stratus medical received a complaint from a clinical specialist about a skin burn/wound that occurred on a genicular rfa case on (B)(6) 2025. The following description was provided: the physician performed a left genicular rfa on a 77-year-old gentleman using an avanos coolief generator. Upon completion of the procedure, the patient was discharged and went home. Four days later, the patient called physician to let them know that a blister formed in the area of one of the lesion sites after the patient got home, and 4 days later, it ruptured, causing an open wound. The patient consulted with wound care. The stratus medical clinical specialist was made aware of the skin burn/ wound on november 20th, 2025 and the physician provided pictures of the wound and the x-rays from the procedure. The physician said at the time of the procedure, they did not notice any redness in the area of the burn site, nor did they see any skin burn when the nimbus was withdrawn. Upon reviewing the x-rays, the physician mentioned that they realized the needle was high on the tibia when looking back at case and said the tissue was thinner there.